Event description:
It was reported that a small volume intermate had a floating particle in the balloon. This was identified during storage. The device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 to april 20, 2015. The evaluation of the returned device is complete. Visual inspection revealed a floating particle in the bladder of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.